Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to infection. The organism was identified as (B)(6). The infection has persisted despite changing dialysis access. Transesophageal echocardiogram (tee) demonstrated a small, mobile echodensity on one of the leads. No further patient complications have been reported as a result of this event.